Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the pump showing a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in troubleshooting by reloading the cartridge and delivering a bolus to update the insulin estimate. After issues persisted, the caller was guided to fill and load a new cartridge, resolving the discrepancy. Despite the resolution, the caller expressed concerns over insulin wastage and indicated a preference for replacing the pump. Meanwhile, the caller used multiple daily injections as a backup therapy and was advised to follow up if the issue recurred.